Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: the ivc (inferior vena cava) filter is tilted anteriorly at the superior end and posterior at the inferior end while both ends contact the ivc wall. Six (6) of the struts of the ivc filter perforate the lvc up to 6mm. There are three (3) fractured struts. The medial fractured strut fragment projects beyond the ivc wall by 7mm and is directed towards the aorta. Additionally, there is an anterior strut that perforates the ivc and contacts the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the reported tilt or fracture contributed to the reported perforation. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including, but not limited to: the ivc filter is tilted anteriorly at the superior end and posterior at the inferior end while both ends contact the ivc wall. Six (6) of the struts of the ivc filter perforate the lvc up to 6mm. There are three (3) fractured struts. The medial fractured strut fragment projects beyond the ivc wall by 7mm and is directed towards the aorta. Additionally, there is an anterior strut that perforates the ivc and contacts the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.